Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the equipment manager that during a routine visit at the clinic, the site opted to do a double power source disconnect of the patient's primary controller to ensure the internal battery alarms signify the "no power alarm". During this test, no audible alarm was heard on the controller. The controller was subsequently exchanged with no reported consequence or impact to the patient. It was further stated that the controller has been continually powered until the test was done.

Manufacturer narrative:
The reported failure of the no power alarm on (B)(4) could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Initial testing of the device indicated that the controller was able to sound for 40 minutes, which meets the specifications of at least 15 minutes. Additional testing of the controller was performed. During testing, the controller was exposed to 500c temperatures  to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm would sound once both power sources were disconnected. The reported event, therefore could not be confirmed. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.